Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a red x was present over the insulin gauge. Tandem technical support was unable to confirm the alarm which caused the red x. The customer's blood glucose level was impacted. The customer administered a shot.